Event description:
It was reported that the customer had a reservoir anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin did not do down in the things like it was supposed to. The customer stated normally she would take the set and reservoir off and put back on but with all these 3 reservoirs that didn't work. The customer was advised to us back if any issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.